Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a failed heater. During evaluation, it was confirmed that the device takes too long to heat up. Calibration code 91 did appear. Heater was replaced during the pm process. The device underwent pm servicing while in for repair. The circulation pump, mixing pump, and drain valves were replaced. The device passed the procedure and can be placed back into normal use. The device did not meet specifications, and was influenced by the reported failure. The device was not in use on a patient. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. A reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that error 91 (heater test - element 1 failure) was found during onsite maintenance of the arctic sun device.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that error 91 (heater test - element 1 failure) was found during onsite maintenance of the arctic sun device.